Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Images were sent to gore for analysis. Only one time point intra-operative angiogram dated (B)(6) 2018 was available for evaluation. Angiogram imaging appears to show an un-deployed device in the thoracic aortic arch. As the device deploys, the pigtail catheter can be visualized on fluoroscopy imaging to be moving proximal in the ascending aortic arch and the angulation of the dta appears to steepen when forward tension or pressure is on the catheter. There does not appear to be an optimal c-arm angle used during this procedure. The gold band at the proximal end of the device is oval in shape. If it is in optimal c-arm position, the proximal gold band will appear to be a line, instead of appearing as an oval or circular form. There appears to be a catheter introduced by way of the lsa. This catheter extends proximal to the proximal un-deployed device and proximal marker on the deployment catheter. The proximal device and catheter marker appear to extend slightly past the level of the lsa catheter and then appears to be pulled back again before deployment. Post-implantation angiogram images appear to show the proximal marker on the deployment catheter to be slightly proximal to the level it was at pre-deployment. Cannot confirm with any length measurements on angiogram imaging. Visually, the device appears to be implanted just distal to the brachiocephalic artery. Post deployment images appear to show patency of the brachiocephalic, left common carotid and left subclavian arteries. The visceral arteries appear to be patent. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper placement, migration and branch vessel occlusion or obstruction. Additionally, the IFU states, appropriate procedural imaging is required to successfully position the gore® tag® thoracic endoprosthesis in the landing zone and to improve apposition to the aortic wall. Clinicians recommend positioning of the image intensifier (c-arm) so that it is perpendicular to the neck, typically 45-75 degrees left anterior oblique (lao) for the arch.

Event description:
On (B)(6) 2018, the patient emergently underwent treatment of an acute type b dissection with a conformable gore® tag® thoracic endoprosthesis (tgu373715j/16237935). In order to implant the endoprosthesis in the right position, the device was delivered proximally of the intended position once and then moved distally to the intended position in zone 3. The device was deployed along the greater curvature as a guide wire was pushed to the aortic valve. The physician slowly pulled out the deployment line while another physician hold the delivery catheter and the guide wire. It was reported the device was unintentionally moved proximally during the physician was deploying the device and the left subclavian artery was unintentionally covered. An angiography showed there was still blood flow into the left subclavian artery and the procedure was finished with no additional treatment. On unknown date in 2018, a follow-up angiography showed there was no blood flow into the left subclavian artery. It was reported there was blood flow in the cerebral artery and the patient is doing fine. No further adverse event was reported.